Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is no longer responding to presses properly. Patient stated this started about 2 days ago. Patient reported the button does not appear to be flat and does pop back out when pressed and released. Patient stated the button responds erratically to presses if pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.